Event description:
It was reported that the ventilator went inoperable when the alternating current (ac) was connected. It was reported that the ventilator was in clinical use at the time of the event occurred.